Event description:
It was reported that the patient experienced fluctuating blood glucose with aggressive corrective insulin doses while using the ilet bionic pancreas after being advised not to announce meals, and a family member elected to resume meal announcements to reduce corrective insulin. Symptoms included episodes of low glucose and high glucose. Outcomes included troubleshooting and education provided. Investigation included review of available device data by support, with discussion of meal announcement behavior and observed glucose trends. Investigation of this case revealed recurrent hyperglycemia followed by aggressive corrective insulin and subsequent hypoglycemia, with no device component malfunction identified and the cause of hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.